Event description:
Customer reported that the abl80 flex analyzer generated a low glucose pt result of 46 mg/dl. Customer also ran a sample on an abl 835 analyzer which generated a result of 70 mg/dl. Customer stated that the physician did not use the low glucose result. Field service engineer replaced the sensor cassette. There was no reported injury, diagnosis or treatment based on the low glucose result. (B)(4).